Event description:
It was reported to boston scientific corporation in early 2009, that a ng enteral stent was used during a procedure performed two days prior. According to the complainant, the stent was fully deployed, but remained attached to delivery system. After multiple manipulations, the scope and device were removed from patient. Procedure completed with another of the same ng enteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.